Manufacturer narrative:
Per the (B)(6) at the user facility, the patient was found on the floor, the cause of death undetermined. He stated that the user facility does not believe the bed to be related to the patient being on the floor or the death of the patient. The (B)(6) stated the bed exit was not set prior to the patient being found on the floor. Evaluation of the bed by hill-rom field service technician determined that the bed exit, when set for testing was functioning as designed and no malfunction was noted. The risk manager would not provide all requested information related to the event. We will report the death as a conservative report. Per the hill-rom user manual, warning: the bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol.

Event description:
Hill-rom received a report from the account stating a patient fell, hit their head and expired. The bed was located in a patient room at the account. This report was filed in our complaint handling system as complaint # (B)(4).